Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the airway pressure gauge was malfunctioned. There was unknown patient harms reported as a result of the event. The event occurred during the inspection.

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the device air pressure gauge. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device gauge was replaced and the device passed all testing.